Event description:
I underwent lasik at (B)(6) in 2012. Prior to the surgery, a tear production test was performed and I was told that I had sufficiently active tear production (borderline overactive) and should not experience dry eyes after the surgery. Additionally, the doctor quoted a less than 1% risk of complication related to the surgery. I noticed dry eyes within 2 months of the surgery and asked about I during each of my follow up appointments for the next year. Each time the doctor told me that I should get better as my eyes heal, but it has not. After 3 years, I am still suffering from chronic dry eyes. I still require vision correction and having chronic dry eyes prevents me from wearing contact lenses. My eyes are strained regularly and I get debilitating headaches. Doctors need to stop downplaying the damage that is inflicted upon the tear film during the surgery and inform patients of the high risk of chronic dry eye after lasik.